Manufacturer narrative:
Two used primary administration sets were received. No incomplete bonding engagements, holes/tears in the tubing were observed. The safety clamp was observed bent upwards in one (1) of the sets. There is no root cause available related to manufacturing for the issue, and no issue was replicated in the pump complaint. The damaged safety clamp is a potential root cause for the over infusion, as this would prevent the pump from stopping flow in the set. The safety clamp damage is potentially caused by the user. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that unspecified bd infusion set was over infusing. The following information was received by the initial reporter with the following: we are reporting a potential over-infusion. I've attached the reports from the relevant channels and the repair history for your review. These are new pumps that were inspected by bd representatives one week prior to deployment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.